Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as the product has been returned, but analysis has not been completed. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had power error alarm and did not receive a low battery alert prior to the replace battery now alarm. Customer's blood glucose value was 90 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
No belt clip received with the device. No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. The device received power error 25 due to connector resistance issue. The device passed displacement test, sleep current measurement, active current measurement and selftest.